Event description:
It was reported that "we have had two incidents with the vectorflow catheter. In both cases, the peelable introducer, which comes with the catheter kit, broke. There are two units. The incident occurred during surgery. The patient was not injured or suffered any adverse consequences, nor did he require further medical intervention." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00314, 9680794-2025-00315, 9680794-2025-00330, and 9680794-2025-00329.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we have had two incidents with the vectorflow catheter. In both cases, the peelable introducer, which comes with the catheter kit, broke. There are two units. The incident occurred during surgery. The patient was not injured or suffered any adverse consequences, nor did he require further medical intervention." The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00314, 9680794-2025-00315, 9680794-2025-00330, and 9680794-2025-00329.

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The images show a 16fr smartseal sheath. One tab of the sheath has broken off from the sheath body. The edges of the remaining sheath extrusion are warped/stretched. This damage is consistent with incorrect tearing of the sheath. Therefore, the report of incorrect tearing of a peel-away sheath is confirmed. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. A scar was initiated for failure mode "peel-away sheath tears incorrectly". Review confirmed that the failure mode of this complaint matches that addressed in the scar. The instructions for use (IFU) provided with this kit instructs the user "sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The customer report of incorrect tearing of a peel-away sheath was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A scar was issued on 11-apr-2024 regarding "peel-away sheath tears incorrectly". The device addressed in this complaint was manufactured on 13-oct-2023; therefore, this device was manufactured prior to corrective action implementation. Teleflex will continue to monitor and trend for reports of this nature.